Event description:
It was reported that on (B)(6) 2009, the patient underwent lumbar x-rays which showed pedicle screws and interbody cages at l5-s1 in good position. There was bone formation noted in each of the bilateral gutters. There was no junctional breakdown and no other bony abnormalities noted. On (B)(6) 2009, the patient presented with neck, arm, back and leg pain. In the encounter notes a reference was made to a MRI which was conducted earlier and showed some early degenerative changes but no severe stenosis. On (B)(6) 2010, the patient underwent lumbar spine x-rays which showed pedicle screws and interbody cages at l5-s1 in good position. No junctional breakdown or instability. On (B)(6) 2010, the patient presented with pain. Per the encounter notes a previous MRI showed fusion level at l5- s1 to be completely intact. There was junctional breakdown and facet changes at l4-5 with moderate foraminal stenosis as well as some early changes at l3-4. The patient was on 1-2 demerol a day. On (B)(6) 2010, the patient presented with increasing back and leg pain. Per the encounter notes, the pain was related to stenosis and junctional degenerative changes, the patient wanted to pursue a surgical option. On (B)(6) 2010, the patient presented with severe leg and back pain with the principal diagnosis of lumbar junctional degenerative disc disease. The patient underwent surgery which consisted of fusion exploration and removal of hardware at l5-s1, laminectomy, discectomy and fusion with interbody cages at l4-5 and pedicle screw fixation at l4-5 and l5-s1 and bmp infuse. Per the operative report, ¿¿we filled the cage with bmp infuse sponge and packed it in place¿.we then decorticated the interbiody gutters and filled them with remaining infuse sponge and actifuse¿.¿ it should be noted that the previous fusion had been found to be solid. No patient complications were noted. On (B)(6) 2010, the patient was discharged from hospital. On (B)(6) 2011, the patient underwent a MRI which demonstrated a previous fusion with modest degenerative disc disease at l3-4 and some early facet changes. The doctor did not recommend extending fusion up. On (B)(6) 2011, the patient presented with occasional back and right leg discomfort. Pet the encounter notes the patient may have previously undergone a facet rhizotomy which provided approx. 2 weeks of pain relief. Lumbar spine x-rays showed the appearance of a solid fusion l4-5 and l5-s1. On (B)(6) 2011, the patient presented with recurrent back pain (developed with recent lifting); back and leg discomfort; and intermittent glove/stocking numbness from the waist down at night when lying down. Per the encounter notes, the patient had had a facet injection previously which had provided approx. 2 weeks of pain relief. X-rays of the lumbar spine showed modest junctional changes at l3-4. On (B)(6) 2012, the patient presented with complaints of back pain and leg numbness. Per the encounter notes, a recent MRI had shown modest degenerative junctional disc disease. The patient had undergone a facet block which was reported as effective. It was recommended that the patient undergo a facet rhizotomy. Lumbar x-rays showed the appearance pf solid fusion and good adjacent disc space height at l3-4. On (B)(6) 2012, the patient presented with chronic pain in the lumbar spine with pain in right groin and calf numbness that was reported as starting 3 days after the radiofrequency ablation (rf). On (B)(6) 2013, the patient underwent a left side radiofrequency ablation. On (B)(6) 2013, the patient presented with constant lower back pain, antalgic gait, and numbness radiating into the left leg. The patient underwent lumbar spine x-rays which showed sacralization of l5. On (B)(6) 2013, the patient presented with lumbar pain and underwent a lumbar spine CT which showed stable post-surgical changes and l3-4 mild disc bulge/inferior neural foraminal narrowing¿s. Per the notes: ¿the constellation of subtle findings at the l2-3 level may correspond to the patient¿s main symptomologies¿. The patient underwent a CT scan which showed the appearance of a solid fusion there was an exuberant bone frequency extending from the disc space back to the articular processes significantly narrowing the foramina. It was notable on the right at l4-5 and on the left at l5-s1 greater than l4-5. There was facet arthropathy at l3-4 with some central stenosis; there was inferior foraminal narrowing at l2-3 and l3-4 and there was very minimal right-handed l5-s1 lateral recess narrowing which may have been contributing to the s1 symptoms. On (B)(6) 2013, the patient presented with lumbar pain and underwent a lumbar spine CT which demonstrated no abnormal peri-prosthetic lucencies. At l2-3 and possibly l3-4 there was mid disc bulging and inferior foraminal narrowing. There were also ting no obstructing 2mm stones identified in the visualized kidneys, on (B)(6) 2013, the patient presented with low back pain greater than right gluteal and thigh pain (approximate s1 distribution). The patient also complained of persistent numbness diffusely in the lateral thighs and calves accompanied with pain shooting toward the anterior superior iliac spines on both sides. The patient was taking percocet and oxycodone. Per the encounter notes, the patient was going to be seen later that month for a hardware revision. Assessment: lumbosacral spondylosis and lumbar facet arthropathy. The patient received a steroid injection. No patient complications were noted. On (B)(6) 2013, the patient presented with low back pain. The pain was described as severe, burning, aching, and stabbing. The patient was also experiencing stiffness, weakness, and numbness. Pain radiated from the central lower back into the right thigh and terminating in the right foot. Per the encounter notes the patient had recently gone (the week prior) through a left radiofrequency ablation at l2-3 and l3-4. Lumbar spine x-rays were taken and showed a few degrees of movement at l3-4 and facet arthropathy at l3-4. On (B)(6) 2013, the patient was presented with low back pain ¿ junctional stenosis at l3-4. The patient also had pain in tailbone and tingling in the left lateral thigh. There was prominence of the lumbar musculature which was believed to be associated with hardware.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2010: patient underwent l5-s1 plif. (B)(6) 2010: patient underwent l4-5 fusion extension. (B)(6) 2011: patient underwent l5-5 plif. (B)(6) 2013: patient presented with lower back pain. Numbering may differ on other studies based on his transitional anatomy. Diagnosis: lumbar spine pain, lumbar lumbrosacral stenosis. (B)(6) 2013: patient underwent CT lumbar spine without contrast. Impression: there are stable postsurgical changes involving the lumbar spine as detailed above. There are no abnormal periprosthetic lucencies. At the l2-3, possibly the l3-4levels there are mild disc bulges/inferior neural foraminalnarrowings as detailed above. This constellation of subtle findings most notably at the l2-3 level, may correspond to the patient's main symptomatologies. Clinical correlation is advised. The fusion from l4-s1 looks solid. He has exuberant bone frequently extending from the disc space back to the articular processes significantly narrowing the foramina. This is very notable on the right at l4-5 and on the left at l5-s1 greater than l4-5. He has facet arthropathy at l3-4 with some central stenosis at that level. He also has inferior foraminal narrowing at l2-3 and l3-4. There is very minimal right-sided l5- s1 lateral recess narrowing which may be contributing to the s1 symptoms. Impression: lumbar lumbrosacral stenosis lumbar spine pain, neuritis radiculitis thoracic/lumbosacral. Low back pain may be associated with facet arthropathy and adjacent segment stenosis at l3-4. His right s1 pain is likely associated with the lateral recess narrowing on the right at l5-s1 which is extremely subtle. The foraminal narrowing on the right at l4-5 greater than l5-s1 may also be contributing to some of the right-sided radicular pain. The numbness may be associated with central stenosis at l3-4 in addition to diffuse foraminal narrowing from l2 down to the sacrum. (B)(6) 2013: patient presented with low back pain, stiffness, numbness pain with activities and night pain. Assessment: lumbar lumbrosacral stenosis, spondylosis lumbar, neuritis radiculitis thoracic/lumbosacral, lumbar spine pain, lumbar lumbrosacral stenosis, lumbar spine pain, lumbar lumbrosacral stenosis. Patient underwent x-ray of lumbar spine. Findings: his previous l4-s1 fusion appears intact and well fused. The hardware is in acceptable position. During flexion and extension, and the fusion construct remained stable. However at l3-4 there is a few degrees of movement during flexion and extension. Facet arthropathy at l3-4. He did not bring his imaging studies from socorro. Impression: lumbar lumbrosacral stenosis, spondylosis lumbar, junctional lumbar stenosis at l3-4 status post l4-s1 plif, dr. (B)(6), 2009 and 2010. L3-4 facet arthropathy. (B)(6) 2013: patient presented for follow-up of low back pain. Impression: intervertebral disc lumbar or lumbosacral degeneration pai nful hardware, pain is now limited to the low back and into the tailbone. It is definitely improving. A hardware removal adjacent segment decompression in the past.